Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery alarm, no battery out limit alarm and no low battery alert were noted during test. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratches to the display window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via telephone call that the batteries did not last as long as they previously did and that the insulin pump had alarmed for a failed battery test. The customer was sent a new battery cap but this did not resolve the issue. The blood glucose reading was 400 mg/dl. The customer treated with manual injections. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.